Event description:
Patient noted to have increased cough and hypotension. Family in room and called nurse. Nurse noted air-in-line and stopped infusion. Doctor called and patient noted to improve to baseline. This event was preceded by a similar event on (B)(6) 2013 on the same unit which made the organization begin a deeper investigation. We began aggressive case finding and found an earlier incident we believe is related that occurred on (B)(6) 2013 and has been reported separately. Dates of use: unknown to (B)(6) 2013. Diagnosis: acute lymphoblastic leukemia.